Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Device not accessible for testing: ((B)(4)): additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) when positioned on a mobile trolley battery charges normal, but when it is removed from the cart, the battery no longer has autonomy. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) performed a technical call with the customer and reported that the user opened the batteries latches instead of the console card latch and that would lead the unit had no batteries charges. After explanation, the problem is solved. H3 other text : not returned to manufacturer

Event description:
It was reported that, during a routine inspection, the cs300 intra-aortic balloon pump (iabp) when positioned on a mobile trolley battery charges normal, but when it is removed from the cart, the battery no longer has autonomy. There was no patient involvement.

Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) when positioned on a mobile trolley battery charges normal, but when it is removed from the cart, the battery no longer has autonomy. It is unknown the circumstances under which the event occurred. After, the phone call it appeared that : the user opened the batteries latches instead of the console card latch. Then, the unit obviously had no batteries charges. After explanation, the problem is solved. There was no patient involved.